Event description:
Complaint description: a hosp risk mgr reported that a pt with a pre-existing condition of cancer underwent a colonoscopy procedure for polyp removal on 1/10/00. The procedure was completed and no problems were noted following the exam. On 1/13/00, although the pt did not complain of pain following the colonoscopy procedure, a routine follow-up cat scan was ordered due to the pt's cancerous condition. During the examination, perforation and free air in the abdomen were noted. Surgery was required for repair of the perforation. The hosp risk mgr and an endoscopy supervisor mentioned that the pt is somewhat frail and had problems related to the cancerous condition prior to the perforation.